Manufacturer narrative:
(B)(4). Device evaluated by MFR: a stent delivery system was returned for analysis without a manifold. A visual and microscopic examination of the crimped stent found stent damage. Stent strut were distorted; they were stretched and bunched in parts. The stent had moved 5mm distally on the balloon. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on exposed balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination found a hypotube break 21mm proximal to the distal end strain relief, within the stress relief and manifold hub, which was also broken at this site. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06mar017. It was reported that crossing difficulties were encountered. Femoral access was obtained via the femoral artery. The concentric target lesion with significant lesion bend of >=90 was located in a moderately calcified left circumflex (lcx) artery. A 2.50x24mm promus element ¿ drug-eluting stent (des) was advanced but failed to cross the lesion. The device was removed and a non-bsc stent was advanced but also failed to cross. The device was removed and the procedure was abandoned. The patient's status was stable and was then kept on medical management. However, returned device analysis revealed stent damaged and moved on balloon.